Event description:
Customer reportedly received results of over 200 mg/dl and 108 mg/dl within 10 minutes on the advantage system. Meter was not coded correctly. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that the 9800 system would not x-ray during a case. No patient injury was reported.